Event description:
It was reported that there was "cavitation of the burr on the hand piece- excessive heat from motor". It was unknown to the reporter if the device was used in surgery.  There were no delays to a planned surgical procedure. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. The device was tested and passed all operational specifications. Therefore an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.